Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-11193, 0001825034-2017-11194, 0001825034-2017-11196, 0001825034-2017-11197, 0001825034-2017-11198. Concomitant medical products: femoral head,unknown part/lot, acetabular liner, unknown part/lot, femoral stem,unknown part/lot, 11-302102 arcos troch claw small 100 mm lot 085570, 11-302142 arcos lateral troch bolt 42 mm lot 398520. Report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient developed an erysipeloid reaction reported in the lower leg. The infection was treated with antibiotics and the event was considered resolved. No further information has been made available at this time.